Event description:
It was reported that the patient had a scs (spinal cord stimulator) implanted in (B)(6) 2010 for femoral nerve damage. The patient began having dry heaves 1 month later. After the patient contacted their hcp (health care professional), it was stated that the hcp said this was not to do with the implant. Then the pain started in the base of their head and the entire left side of the body had a traveling pain. The patient turned off the scs in (B)(6) 2010. It was stated that "many dr's <(>&<)> test no answer lost 70+#'s 1 good thing not." The patient had it removed in (B)(6) 2013. It was also stated that the patient's health had really gone downhill since the scs removal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).